Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the solution was unstoppable, and when it stopped, no solution then ran again during a cataract procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned used cassette was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully with a tip and sleeve from lab stock. No anomalies were observed during priming. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary the manufacturer internal reference number is: (B)(4).